Event description:
A report was received that the patient was having difficulty charging the ipg due to the pocket being too deep. The patient underwent a revision wherein the ipg was replaced. No device malfunction was suspected. The patient was doing well after the procedure.

Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.